Event description:
Event verbatim [preferred term] false negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: 204185. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (nonserious), outcome "unknown", described as "false negative result". Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] false negative result [false negative investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 12aug2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Additional information: before starting, the instructions were read. Location of testing: indoor. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The vial liquid was purple in color. The test was not moved while it was running. It was 12-24 hours after the initial negative test was a retest(s) completed. Flowflex test has been used to confirm the false negative. Total one test was run before getting this false negative. The person tested, did not contact a healthcare provider. The status of each led status: covid led status: did not reply; flu a led status: did not reply; flu b led status: did not reply. Customer contacted on (B)(6)2024 reporting one invalid result, false negative. Customer did not provide evidence. Date in which the test was run (B)(6)2024. The customer would like to receive replacement kit. The patient making this request after the fact that he/she threw it all away before he/she contacted someone. Follow-up (25oct2024): this is a follow-up report from product quality group providing investigation results. Updated information: lab test added, event onset date and clinical course added. Follow-up (06nov2024): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] false negative result [false negative investigation result], narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: 204185. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "false negative result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "false negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Additional information: before starting, the instructions were read. Location of testing: indoor. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The vial liquid was purple in color. The test was not moved while it was running. It was 12-24 hours after the initial negative test was a retest(s) completed. Flowflex test has been used to confirm the false negative. Total one test was run before getting this false negative. The person tested, did not contact a healthcare provider. The status of each led status: covid led status: did not reply; flu a led status: did not reply; flu b led status: did not reply. Customer contacted on (B)(6) 2024 reporting one invalid result, false negative. Customer did not provide evidence. Date in which the test was run (B)(6) 2024. The customer would like to receive replacement kit. The patient making this request after the fact that he/she threw it all away before he/she contacted someone. Follow-up (25oct2024): this is a follow-up report from product quality group providing investigation results. Updated information: lab test added, event onset date and clinical course added. Follow-up (06nov2024): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.